Event description:
It was reported that the wheel of a rollator lock causing the user to fall in the kitchen. The user crawled to the living room to call for assistance. It is unknown the extent of the user's injury and medical intervention. Should additional relevant information become available, a supplemental report will be submitted.